Manufacturer narrative:
Patient information - unknown. Important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the lock screw implanted in the patient. Reporter occupation - other; sales representative. Device evaluation - the driver was visually examined by eye and with the aid of a 5x loop. The tip of the driver is fractured at a slight angle to the driver's longitudinal axis. The location of the fracture is also a little proud of its typical seating location indicating the driver may have been loaded in an off-axis manner while not fully engaged, but damage from prior usage cannot be ruled out. Review of device history records found twenty-five (25) pieces of lot 3292mm were released for distribution on 3/13/2015 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for the reported part number. The need for corrective action was not identified at this time. Note: this report was previously filed and passed on june 1, 2021, within the required 30-day time frame. Subsequently a supplemental report was attempted to be filed but failed indicating a duplicate report was previously received. After correspondence with the cesub help desk, it was noted that report #3005739886-2021-00037-1 was filed in error, on june 1, 2021, when attempting to file report #3005739886-2021-00027-1 (data entry error typing 00037-1 instead of 00027-1), this error went undetected until the FDA helpdesk provided evidence on june 23, 2021, of report #3005739886-2021-00037-1 being filed and the data entry error was identified. At this time, the FDA helpdesk support person indicated that they would have to delete the errant supplemental report, along with the original, as the information from the errant supplemental data had already populated the original report. On july 12, 2021, I spoke with sheila connors, MDR program analyst, who indicated that she was told she should not have requested deletion of the two -00037 reports, she should have requested a second follow-up report indicating the error made and correcting the data. At this point, the deletion was already in process so once both reports were confirmed to be deleted, a new initial and supplemental report would need to be filed. Email was received from the cdrh dt support team, on july 21,2021, indicating that both 00037 reports had been successfully deleted. This is the reason that this report is being filed outside the 30-day required time period for initial reports. At this time, the information that was attempted to be submitted as a supplemental report is being included in this initial report.

Event description:
It was reported that a revision of a competitor's product was performed due to pseudoarthrosis, on (B)(6) 2021, utilizing the reform pedicle screw system. While provisionally tightening the left l4 locking screw, after compressing the l4-l3 level, the tip of the lock-screw torque driver (39-rd-0060) sheared off flush into the locking screw. Multiple attempts, using a variety of instruments, were made to retrieve the broken piece with no success. With no way to final torque the locking screw, the procedure was completed. There was no patient injury reported, but a 5-10 minute delay to the procedure because of the malfunction reported.